Manufacturer narrative:
Guides were designed and manufactured according to specifications but were not positioned according to the plan during the surgery. This led to an incorrect location of the osteotomies and mandible plates, which is the most likely root cause for the condyles coming out of the fossa.

Event description:
Post-op images showed that condyles were out of the fossa. Therefore revision surgery will be needed.